Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 scs leads from the same lot. It was reported the patient was no longer receiving right leg stimulation (date of event is unknown). Initially, reprogramming was able to restore stimulation. Diagnostics revealed progressively higher impedance values for the scs lead. An sjm representative was unable to restore stimulation with the most recent reprogramming. As a result, the scs leads were explanted and replaced which resolved the issue.